Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 505 mg/dl.. Cause was not known. Customer received third party assistance from ambulance staff, who gave the customer insulin delivery. No injury or permanent damage was reported. A correction bolus via pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.